Event description:
Operator noted a hole on hub of the catheter. During preparation, when the line for swelling was linked to the inflation device, liquid used to swell the balloon, leaked out from the hub. Therefore, a new device was used to carry out the operation. No adverse pt consequences. Please note that multiple attempts to gather additional info have been made and have been unsuccessful.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.